Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) a screw on the door in which the doppler is housed was broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site postal code - 609606), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer evaluated and replaced the parts screw (d212-17-0604), doppler (d406-00-0947), storage bin (d380-00-0539) and found that an additional part is required. No further information available. If any pertinent information available, a supplemental report will be submitted. At this time, the customer has not requested getinge to repair the iabp and additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : unknown.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Corrected section: h3. Updated sections: b4, g3, g6, h2, h6 (type of investigation), h10, h11.

Event description:
N/a.